Manufacturer narrative:
Physio-control evaluated the device, but could not verify the reported issue. Proper device operation was observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report the display on their device turned black. They also reported that their device powered off by itself and sometimes back on. There was no report of patient use being associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device, but could not verify the reported issue. Proper device operation was observed through functional and performance testing. Following repair, the device was returned to the customer for use. (B)(4).